Event description:
The a30 flow gen device was returned to the third-party service center for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The a30 flow gen device was being evaluated at the third-party service center when two error codes, failure of the blower pressure sensor and failure of the outlet pressure sensor, were observed on the device's error log. The third-party service technician further evaluated but was not able to determine the cause of these two error codes occurring on the device. The root cause isn't confirmed at this time. The device was scrapped. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
This device (a30 flow gen brazil) was manufactured 09/11/2013 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.